Manufacturer narrative:
The article 'clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' in the journal of spinal disorders and techniques, volume 27 (136-143) 2014, was reviewed. Visual, dimensional, material and functional analysis could not be performed as no devices were returned. Device and complaint history records could not be reviewed as valid lot numbers were not provided and could not be obtained. There is no indication of any malfunctions of a stryker device during these events. Based on the available information, the cause of facet fracture cannot be determined.

Event description:
This record captures a review of literature article 'clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' from the journal of spinal disorders and techniques (j spinal disord tech 2014;27:136¿143). The purpose of this study was to compare the clinical safety and efficacy of sagittal plane screw placement and the authors¿ technique by determining the anatomic location of the screws and screw loosening using computed tomographic (CT) images; clinical complications were also assessed. From 2003 to 2007, a total of 18 patients in the authors¿ hospitals underwent posterior stabilization using facet screws for various cervical spinal disorders. Follow-up periods ranged from 27 to 62 months with a mean of 46 months. Fourteen patients were implanted with oasys screws. It was reported that patient 11 and 14 experienced inferior facet fractures during screw placement. In patient 11's case, screw placement was not possible at c2/3 and c4/5 following this fracture. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR is being submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One report has been filed to capture the serious injuries involving bone fractures.

Manufacturer narrative:
'Clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' in the journal of spinal disorders, volume 27 (9) 2014, was reviewed. Status and location of the device is unknown.

Event description:
This record captures a review of literature article 'clinical and computed tomographic evaluation of safety and efficacy of facet screw fixation in the subaxial cervical spine' from the journal of spinal disorders and techniques (j spinal disord tech 2014;27:136¿143). The purpose of this study was to compare the clinical safety and efficacy of sagittal plane screw placement and the authors¿ technique by determining the anatomic location of the screws and screw loosening using computed tomographic (CT) images; clinical complications were also assessed. From 2003 to 2007, a total of 18 patients in the authors¿ hospitals underwent posterior stabilization using facet screws for various cervical spinal disorders. Follow-up periods ranged from 27 to 62 months with a mean of 46 months. Fourteen patients were implanted with oasys screws. It was reported that patient 11 and 14 experienced inferior facet fractures during screw placement. In patient 11's case, screw placement was not possible at c2/3 and c4/5 following this fracture. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR is being submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). One report has been filed to capture the serious injuries involving bone fractures.